Manufacturer narrative:
It was reported that during the procedure the doctor noted the 6 fr optimos cystotome was not "sturdy or kept shape", he also mentioned he can feel it over heating. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Based on the attached photo it was confirmed that the catheter was melted, and the generator settings were set to 550vp, 220w. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
It is not sure if the product was a user mistake or a product malfunction. Customer states the 6 fr optimos cystotome was overheating when using along the gastro wall when connected to the generator. The 6 fr optimos cystotome appears melted and bent in one section on the catheter. During the procedure the doctor noted the 6 fr optimos cystotome was not "sturdy or kept shape", he also mentioned he can feel it over heating. The erbe settings (hot axios-auto cut mode) was set to effect 6 with a higher wattage. The sales person mentioned to the user it should be effect 5 at 100 watts.

Event description:
It is not sure if the product was a user mistake or a product malfunction. Customer states the 6 fr optimos cystotome was overheating when using along the gastro wall when connected to the generator. The 6 fr optimos cystotome appears melted and bent in one section on the catheter. During the procedure the doctor noted the 6 fr optimos cystotome was not "sturdy or kept shape", he also mentioned he can feel it over heating. The erbe settings (hot axios-auto cut mode) was set to effect 6 with a higher wattage. The sales person mentioned to the user it should be effect 5 at 100 watts. Additional information from december 16, 2024 it was able to puncture and do what it was supposed to. However, there's the piece on the cystotome that looks like it was kinked and melted in one spot.

Manufacturer narrative:
It was reported that during the procedure the doctor noted the 6 fr optimos cystotome was not "sturdy or kept shape", he also mentioned he can feel it over heating. As a result of analysis of returned device, there was kinking and stretching in the catheter near the y-connector. The wire inside the catheter was disconnected, but the disconnected wires were confirmed to be still in contact. Puncture test was performed connecting to the generator and it worked well. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Based on the disconnected wire and the description, "it was able to puncture and do what it was supposed to", it is considered that although the device worked well during the procedure, the wire was disconnected during the repeated pushing and pulling of the catheter. It is considered that the disconnected wires were continuously in contact and off contact while being moved during the pushing and pulling of the catheter, causing it to overheat. In addition, based on the location of the kinking and stretching of the catheter, it is assumed it occurred during the pushing and pulling of the catheter during puncture. Through the user manual by taewoong, it is stated that "unintended over temperature may be measured at the tip of the device during the procedure. Do not use cautery for over 40 seconds without intermission to ensure patient safety. This complaint is assumed that it occurred during the procedure, there will be continued monitoring of the same or similar customer complaints.